Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that when the patient presented for follow up in clinic, high, out of range impedance and noise was noted on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.